Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-01252. It was reported that patient experienced ineffective stimulation. X rays revealed that patient¿s leads have migrated. Surgical intervention may take place to address the issue.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the leads were explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
The event of lead explant and replacement due to lead migration was reported to abbott. Patient has therapy post-op. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported event of lead migration cannot be confirmed/not confirmed through testing alone. As received, the octrode leads had a broken wires inside the lead bodies. Broken wires in the lead does not have any relevance to the reported failure. The lead breakage was due to over stress condition the leads were subjected while implanted in patient body.